Event description:
On (B)(6) 2009, the pt reported that her insulin infusion headset does not adhere properly when she sweats. She said the headset will "come loose" and has leaked a couple of times. She stated she resolved the issue by changing her headset. Courtesy transparent dressing was sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.